Manufacturer narrative:
The subject device was not returned to any of olympus locations. The field service engineer repaired the subject device and replaced the output socket to new one at the facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to wear of the pin/lock of the output socket due to repeatedly long-term use because more than six years had passed since the subject device had been manufactured. Or the reported phenomenon might be attributed to communication failure between the subject device and endoscope due to unstable electrical contacts by adhesion of the foreign material and/or some liquid to the electrical contact or excessive force being applied to the output socket. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 occurred. The user completed the intended procedure at another examination room with another system. There was a delay of nearly 20 minutes, but not clinically relevant. The intended procedure was diagnostic esophagogastroduodenoscopy there was no report of patient injury associated with the event.